Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the patient's mother on (B)(6) 2011. The patient's mother stated that a new cycler was received and they have not been having any further issues. They did not notice any defects with the supplies. The supplies have been discarded. The patient has resumed therapy successfully with no further issues with a new cycler. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a leak coming out of patient line was not confirmed due to a lack of sample, therefore, the cause was not determined. A batch review was not performed since lot number was not available. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding questions about priming, which occurred on the homechoice (hc), during use. The home patient (hp) was concerned because sometimes when their patient line primed to the top some fluid would drip out of the cap. The baxter technical service representative (tsr) advised the hp that it was a vented cap and this could happen on occasion. The tsr advised the hp to inform their nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No further information is available.